Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: found during evaluation at bd service facility: the power driver was fully charged, however when the trigger is pressed the drill is inoperable. The root cause is due to an internal failure within the drill.

Event description:
No alleged deficiency, return due to io drill recall found during evaluation at bd service facility: the power driver was fully charged, however when the trigger is pressed the drill is inoperable. The root cause is due to an internal failure within the drill.